Manufacturer narrative:
Patient age, date of birth, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a rights displaced medial malleable fracture procedure on (B)(6) 2018, the drill bit broke. The fragments remain embedded in patient¿s bone. Surgery was completed successfully with no delay. Patient status reported as good. This report is for one (1) 2.5mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 310.2; lot: 6668021; part manufacturing date: may 19, 2011; manufacturing site: elmira; part expiration date: n/a; nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 6668021 of 2.5mm drill bits was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot 6608086 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 6184162 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Flow: broken. Visual inspection: the drill bit was received at us cq with the distal tip of the drill bit broken. Neither the broken portion of the drill bit nor fragments were returned to us cq. This agrees with the reported complaint condition of broken, thus confirming the complaint. No x-rays were sent to us cq, so the fragments embedded in the patient cannot be confirmed. Dimensional inspection: dimensional analysis was completed, the overall length of the drill bit should measure 182 mm ± 1 per drawing. The actual length measured was 157.11 mm (ca472.) Therefore, approximately 25 mm of the drill bit was broken off. The shaft diameter measured 2.48 mm (ca215p.) This is within specification of 2.47 to 2.50 mm, based on drawing. Document/specification review: the following drawing(s) was reviewed; drill bit 2 ¿ flute dx.x -d4.4 drill bit for quick coupling. A review of the component device history record(s) determined the component lot 6608086 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 6184162 met all specifications with no issues documented that would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the drill bit was received with the distal tip of the drill bit broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was in stable condition.